Event description:
It was reported that the right ventricular lead had been stable but over the past few months, the lead impedance trend showed high and fluctuating impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.